Manufacturer narrative:
Plastic surgeon did not offer an assessment of severity. The lot number and expiration date for perlane-l were 11371 and (B)(6) 2014, respectively. Additional information has been requested.

Event description:
On (B)(6) 2012, a spontaneous report by the injecting physician was received from a company representative regarding a patient (sex and age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler), perlane (cross-linked hyaluronic acid dermal filler), or perlane-l (cross-linked hyaluronic acid dermal filler with 0.3 percent lidocaine). Medical history, patient's skin type, and concomitant medications were not reported. The patient received a 2 ml injection perlane-l (the company representative also reported that "she couldn't remember if it was restylane or perlane"; syringe size not reported) on an unknown date to both cheeks via cannula technique. Pre-procedure medications and additional procedures performed at the time of the implantation were not reported. On an unknown date, after the implantation, the patient developed swelling on the left cheek, and notified the injector. The patient was prescribed unspecified antihistamines, but the swelling worsened. The injector suspected that the patient had cellulitis in the area and sent her to the hospital. The patient was on unspecified antibiotics for 10 days. On (B)(6) 2012, day 10 of antibiotics, the patient developed swelling on the right side; subsequently, the injecting physician sent the patient to the hospital, where it was likely that she would have been admitted. The lot number and expiration date for restylane, perlane, or perlane-l were not reported. On (B)(6) 2012, additional information was received from the injecting physician, who was further identified as a plastic surgeon. The patient was further identified as a (B)(6) caucasian female. Based on the information received, the product was confirmed as perlane-l and the case was assessed as valid. Medical history included a previous injection of restylane in the nasolabial folds with no adverse reaction (on an unspecified date in 2012, reported as "4 months ago" from the date of the report) and no allergies. The patient's skin type was fitzpatrick ii-iii. Concomitant medications included effexor (venlafaxine hydrochloride); the patient did not take lisinopril. The patient received a 2 ml injection of perlane-l from a 2 ml syringe on (B)(6) 2012 to the cheek area (between the orbital rim and cheek), 1 ml per side. The injection technique was reported as "blunt cannula, fanning multisite, fat grafting microinjecting technique." Pre-procedure medications included lidocaine 1 percent and ice 10 minutes prior. Additional procedures performed at the time of the implantation included botox )(onabotulinumtoxina), 30 units total, in the lateral brow and glabellar lines. On an unspecified date in (B)(6) 2012 or , after the implantation, the patient experienced mild bilateral angiodema of the cheeks. On (B)(6) 2012, the patient was evaluated at the plastic surgeon's office for mild bilateral angiodema of the cheeks. The patient was instructed to use over the counter loratadine/claritin (loratadine). On unspecified dates in (B)(6) 2012, the patient treated with ice and loratadine 10 or 20 mg. The swelling responded and decreased "almost" right away. On (B)(6) 2012, the patient was seen urgently at the plastic surgeon's clinic and some lumpiness was noted in the right cheek area injection site (also reported as, "symptoms improved and then recurred on both sides of the face." There was no evidence of bruising or hematoma. The patient was instructed to massage the area and to treat with ibuprofen. On (B)(6) 2012, the patient presented to an emergency room (ER) and was admitted for a total of 3 days. The patient was told that she might have had cellulitis of the left cheek and was treated with vancomycin intravenously. A computed tomography (CT) scan was negative for cellulitis and no infection was noted on x--rays. On an unspecified date in (B)(6) 2012, after a total admission of 3 days, the patient was discharged to home with clindamycin 150 mg three times daily for 10 days as treatment. On unspecified dates in (B)(6) 2012 , the patient was improving; clarified as the swelling was going down. On (B)(6) 2012 (reported as "last night", as of the date of the report), day 9 of antibiotic therapy, the patient developed new onset swelling of the right cheek. On (B)(6) 2012, the patient presented to the ER and was to be admitted for treatment with vancomycin intravenously. The patient was treated with vancomycin because she had responded to it well on the previous visit of (B)(6) 2012. The internal medicine physician did not feel the problem was cellulitis, anticipated that the patient would be admitted at least overnight, and an infectious diseases physician was consulted. On an unspecified date in (B)(6) 2012, the results of a medical evaluation by the plastic surgeon revealed no infection, it was not cellulitis, and he was not sure if it was an allergic response or seasonal allergies. The plastic surgeon stated that he "thought the patient developed a secondary cellulitis and had no reason to believe that it was the injectable material; the puncture sites showed no tracks, redness, abscess formation, cavity, or volume space occupying material; the puncture sites showed no tracks., redness, abscess formation, cavity, or volume space occupying the area of the CT scan." The plastic surgeon further stated that "this may have something to do with seasonal allergies because it was recurrent, the patient responded to ice and antihistamines (loratadine 10 or 20 mg); the swelling decreased right away, and there was no inflammatory response to where the product was. Some people massage or rub the area to the point of getting red." The plastic surgeon was not sure what caused the reaction. As of (B)(6)2012, the "problem" was ongoing. The plastic surgeon stated that "there was no surgical component to this or draining of the wound needed." The plastic surgeon's opinion of causality was that he was not sure of the treatment caused the reported events. The plastic surgeon did not believe that the reaction was from the injectable material and stated that he thought the response may have something to do with seasonal allergies; there was no inflammatory response at the injection sites such as redness, tracks, cavities, or volume space in the area on the CT scan, or abscess formation.